Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a drawer failure. A field service engineer reseated the row board connection on the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height drawer 1 failed. The malfunction occurred when a user trying to issue medication to patients, ensuring that there was no interruption in patient care. There were no adverse events or injuries reported based on this event.